Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, rupture, granuloma, and silicone migration.

Event description:
Healthcare professional reported left rupture, capsular contracture baker grade IV, "left axillary region presence of several siliconomas", and double capsule. The device has been explanted and replaced.

Manufacturer narrative:
Device photo analysis: visual analysis of the photos identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Silicone migration: unable to observe as it is a medical event that is not related to the device. Granuloma: unable to observe as it is a medical event that is not related to the device. Double capsule: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Additional observations: red particles on the surface of the shell.

Event description:
Healthcare professional reported left rupture, capsular contracture baker grade IV, "left axillary region presence of several siliconomas", and double capsule. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken device on radius assessed as an unidentified (tear) opening (shell thickness within spec). Capsular contracture: unable to observe since it is not related to the device. Silicone migration: unable to observe since it is not related to the device. Granuloma: unable to observe since it is not related to the device. Double capsule: unable to observe since it is not related to the device. Additional observations: brown particles observed on the device.

Event description:
Healthcare professional reported left rupture, capsular contracture baker grade IV, "left axillary region presence of several siliconomas", and double capsule. The device has been explanted and replaced.